Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during transthoracic esophagectomy, the surgeon claimed that since the beginning of the surgery that the cutting was not working properly. The tissue was normal, and the device was not used to cut through staples, clips or any other material. Another device used successfully with the same generator. The device did not broke during the procedure. There was no patient injury. Medtronic initial investigation found that the cutting blade was significantly broken and piece was not found.

Event description:
According to the reporter, during transthoracic esophagectomy, the surgeon claimed that since the beginning of the surgery that the cutting was not working properly. The tissue was normal, and the device was not used to cut through staples, clips or any other material. Another device used successfully with the same generator. The surgeon did not noticed any part of the device was broken. There was no patient injury. Medtronic initial investigation found that the cutting blade was significantly broken and piece was not found.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during transthoracic esophagectomy, the surgeon claimed that since the beginning of the surgery that the cutting was not working properly. The tissue was normal, and the device was not used to cut through staples, clips or any other material. Another device used successfully with the same generator. There was no patient injury. Medtronic initial investigation found that the cutting blade was significantly broken and piece was not found.

Manufacturer narrative:
D10 concomitant product: vlls10gen, vlls10gen ls series vessel sealing gen (sn: unknown). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the cutting blade is significantly broken. Piece was not found. It was reported that the device had a cutting issue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.